Manufacturer narrative:
See manufacturer¿s reports #3004209178-2014-23870 and 3004209178-2016-17108 for the patient¿s other device issues.

Event description:
Information received from the patient via the manufacturer¿s representative reported that they had burning at the implantable neurostimulator (ins) pocket site when recharging. It was noted that the patient had an ablation procedure performed and had not used the ins in the 6 weeks since. It was confirmed that they could recharge the ins battery without trouble and that it was almost full. Additional information received on aug 4 2016 from the manufacturer¿s representative reported that the patient had radio frequency (rf) ablation for their back on (B)(6) 2016. The patient reported that before the rf ablation, they experienced a burning sensation only when they were 1-2 hours into charging the ins. Now after the ablation procedure, the patient experienced the burning sensation all the time and was sensitive to the touch, even with the stimulation turned off. They did not use a recharger belt and no temperature screen was seen. The burning sensation only occurred around the ins battery and radiated lateral to the hip area. The representative reported that the pocket looked fine with no redness or swelling and the incision looked intact. The representative reported that the patient had more than 6 charging sessions since the ablation but was unable to look at the recharging statistics as the (B)(6) 2016 session (date of ablation) had been deleted. When the ins was interrogated with the clinician programmer it indicated a discharge screen with a 39 error code but no por was seen. The ins voltage was currently at 3.815 volts. The indications for use fo r the implanted device were noted as spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.